Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the cardiac resynchronization therapy - defibrillator (crt-d) had an elective replacement indicator (eri) with premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of thisevent.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Recommended replacement time (rrt) triggered on 13-mar-2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.